Event description:
It was reported that there was noise and oversensing. It was also reported that the patient complained of occasional dizziness, and there was pacing inhibition during noise episodes. The technical consultant stated that it could be electromagnetic interference instead of a lead issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
It was reported the lead was being used for pace/sense, with a defibrillation lead concomitantly. The patient received inappropriate shocks due to noise and oversensing. It was also reported that the patient complained of occasional dizziness, and there was pacing inhibition during the noise episodes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.